Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: biomed has a 8100 unit giving him a 210.6021 error. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I had biomed depress each key on the keypad of the 8100. The reset button did not feel right. Recommend to replace the door assembly due to the keypad causing the error. Biomed will conduct repair and call back if he needs any further assistance.